Event description:
It was reported that the pump exhibited a motor error. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor/worm coupling. As a result, the motor, worm coupling, and interconnect board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.